Manufacturer narrative:
Block b3: exact date unknown, event occurred several years prior to the date the manufacturer became aware. Block d6b: explant date: several years ago. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9208150, model: sc-9208-15, serial: (B)(6), batch: 7070678, UDI: (B)(4). Product family: scs-adapters, upn: m365sc9208150, model: sc-9208-15, serial: (B)(6), batch: 7070679, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) did not work in providing pain relief. The patient underwent an scs system explant procedure. No further information could be obtained despite good faith efforts.